Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015, during a laparoscopic hernia treatment using a monopolar instrument, an electric arc between the sheath of the unit and the skin of the patient caused 2 superficial burns of approximately 2mm. As a corrective action they inspected all laparoscopic instruments from the surgeon. Request for additional information was sent.

Manufacturer narrative:
Complimentary information received on november 26, 2015: the device (scissor) was in contact with the patient causing a burn in patient's left costal area. Treatment of the burn was performed and the patient is healing. No user injury reported. The event did not lead to increase the surgery time, the surgery went ahead as planned with a replacement device. Patient is an (B)(6) y/o female. Integra has completed their internal investigation on december 11, 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; there are two holes and multiples impacts on the coating. The instrument fails electrical testing and insulation integrity is compromised. It was also highlighted that tube is significantly bent. Manufacturing date and lot are unknown. However, according to the design observed , the device was likely manufactured before 2009. DHR review; unknown lot, DHR analysis. Complaints history; one complaint about a device (no lot number) which do not pass the electrical test - more than 6 years old. Conclusion: the reported event is likely due to the formation of an electrical arc from the holes highlighted in the tube insulation and the patient. These damages have probably occurred during reprocessing or use. Considering the extent of damages highlighted, the age of the instrument (at least 6 years), the absence of recorded maintenance with (B)(4), we can consider that the event is due to a lack of care and maintenance of the device. Moreover, as stated of the IFU nt060 provided with the device, we recommend to "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."